Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: 1845010: attachment 1845010 indigo otol straight, serial number (B)(4), lot 207405984, manufactured: 09/20/2013. A 1845020: attachment 1845020 indigo otol angled, serial number (B)(4), lot 208029381, manufactured: 02/20/2014. (B)(4). Product evaluation: analysis results not available; devices not returned for evaluation.

Event description:
It was reported that the drill and attachments are overheating, and both attachments cannot properly seat a bur. Lubrication performed as indicated in user¿s manual. The overheating starts less than 2 minutes after the drill is operating at 60k rpm. There was no patient impact.

Manufacturer narrative:
Date of this report: 03/31/2015, device available for evaluation? Yes returned to manufacturer: 05/26/2015, date received by manufacturer: 06/03/2015, product evaluation: received indigo motor for evaluation by the engineering group. The condition of the device showed no significant physical damages. The drill was connected to the console and operated at default speed without a bur. The drill functioned and sounded normal. However, a bur would not lock into the collet of the drill. The underlying cause cannot be determined based solely on the evaluation results. The unit was released to s<(>&<)>r for processing. Service and repair could not verify customer¿s complaint of excessive heat. Performed pre-repair temperature test on handpiece; the ambient temperature was 74.3. After running for 1 minute the temperature was 77.0. The handpiece was cleaned and tested to manufacturing specifications. (B)(4).

Manufacturer narrative:
Date of this report: (B)(6) 2015. Device available for evaluation? Yes. Returned to manufacturer: 04/27/2015. Date received by manufacturer: 05/12/2015 note: evaluation results are for the concomitants on the original report; the complaint device has not yet been returned for analysis. Product evaluation: -- service and repair was able to verify that the attachment with the sn (B)(4) was no fault found. Performed the pre repair temperature test after running the device for 1 minute; temperatures were: nose ¿ 74 f, middle ¿ 79 f, and, rear ¿ 78 f. The item was cleaned tested and passed all manufacturing specifications. -- service and repair found that the attachment with the sn (B)(4) was corroded and that was the reason it would not hold the bur. They were able to confirm that the attachment got to 135.7 f after running for 5 minutes. Replaced required components and tested and passed to specifications. Method: actual device evaluated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.